Event description:
(B)(4). Essure its a hell, essure change my life on pain, bloating migraines, back pain, ovaries pain, hemorrhages, leg pain, bones, vitamin d deficience and my sexual life its horrible, essure need to be out of the market, I need take essure out of my body, but I do not have insurance.